Event description:
The surgeon inserted a cc4204bf plate collamer lens. The lens trailing haptic tore during insertion into the eye. The lens was removed without enlarging the incision. The cause of the trailing haptic tearing was unknown.